Manufacturer narrative:
(B)(4). The results of this investigation concluded there was a tear in each cusp, and cusp 3 was fibrotically thickened. There was no evidence of inflammation or calcifications and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears and fibrous thickening was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient underwent an aortic valve replacement due to aortic stenosis and this 19 mm trifecta valve was implanted. The patient had been followed up at local hospital with proper anticoagulation control. In (B)(6) 2015, the patient presented to the hospital with cardiac failure symptoms and was diagnosed with severe aortic regurgitation. On 21 (B)(6) 2015, re-do surgery was performed. This trifecta valve was explanted and replaced with a smaller 17 mm sjm regent heart valve (model and serial number unknown) as the patient's annulus was narrow. Upon explant, the right coronary cusp (rcc) was observed to be torn along the stent post shared with the left coronary cusp (lcc) and the tear extended down to the nadir. The lcc was also observed to be torn at the stent post shared with the rcc.